Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and, the device failed a test step during testing. Pm test was performed again after removing the dust then the 0031 resulted in pass. Therefore, it is considered that the reported issue was caused by the discrepancy in the flow volume measurement due to impact of the dust which entered the inside of oxygen blending module. The device will be scrapped without service being performed due to the lease being up.

Manufacturer narrative:
On previously submitted report, section "device serviced by 3rdp?", "device avail. For eval? (Rfb)", "date returned (rfb)" in box d and "device avail. For eval? (Rfb)" in box h was incorrect. Section "device serviced by 3rdp?", "device avail. For eval? (Rfb)", "date returned (rfb)" in box d and "device avail. For eval? (Rfb)" in box h has been updated/corrected in this report.